Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed, but when the guidewire was backed out, the lead buckled and it appeared that the lead tip was pulling back. The lead was ultimately implanted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).